Manufacturer narrative:
Analysis of the ins s/n (B)(4) found no anomalies, and that the ins was at normal battery end of life. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative stated that they sent the device in several weeks ago.

Event description:
A manufacturer representative (rep) reported that the patient's implant is at end of service (eos). It was stated that the patient saw their healthcare provider (hcp) on (B)(6), and at that time they were switched from cv to cc. The patient never saw an elective replacement indicator (eri) but the battery reached eos, with the patient's symptoms returning during the week of (B)(6). The hcp checked the battery on (B)(6) which showed the status at eos. On date notified the battery was replaced. Impedances were checked and found to be within normal range pre and post operation. On (B)(6) the rep reported that they believe the patient simply missed the eri message, and that it was not a device issue. The patient saw their neurologist when the implantable neurostimulator (ins) was likely at eri but may have messed the eri and didn't report it to the patient. It was noted that the patient initially said they checked the ins with the pp every month, but it appears the patient had not checked the ins since approximately (B)(6). The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.